Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with escitalopram oxalate (lexapro), hormones nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: event added as dyspareunia (painful sexual intercourse), lot number added. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain/ sharp pelvic pain on movement") in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. Concurrent conditions included mastalgia, amenorrhea, menorrhagia, dyspareunia, noninfective vulvitis, perineal pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced polycystic ovaries ("pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), constipation ("constipation") and irritability ("irritability"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression from being in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with escitalopram oxalate (lexapro), hormones nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and fatigue had resolved and the polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, constipation, irritability and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, migraine, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013 : a urine pregnancy test was performed today and the result was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain/ sharp pelvic pain on movement') in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. Concurrent conditions included mastalgia, amenorrhea, menorrhagia, dyspareunia, noninfective vulvitis, perineal pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced polycystic ovaries ("pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and irritability ("irritability") and was found to have weight increased ("weight gain/gain a lot of weight"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression from being in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), toothache ("tooth pain"), abdominal hernia ("intestinal hernia"), umbilical hernia ("umbilical hernia"), chest pain ("chest pain"), anxiety ("anxiety"), back pain ("back pain"), flatulence ("gas pain"), hot flush ("hot flashes"), dyspnoea ("hard to breath") and nervousness ("nervous"). The patient was treated with escitalopram oxalate (lexapro), hormones and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and fatigue had resolved and the polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, constipation, irritability, alopecia, toothache, abdominal hernia, umbilical hernia, chest pain, anxiety, back pain, flatulence, hot flush, dyspnoea and nervousness outcome was unknown. The reporter considered abdominal distension, abdominal hernia, alopecia, anxiety, back pain, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, flatulence, headache, hot flush, irritability, menorrhagia, migraine, nervousness, pelvic pain, polycystic ovaries, toothache, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013 : a urine pregnancy test was performed today and the result was negative. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain/ sharp pelvic pain on movement") in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. Concurrent conditions included mastalgia, amenorrhea, menorrhagia, dyspareunia, noninfective vulvitis and perineal pain. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced polycystic ovaries ("pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), constipation ("constipation") and irritability ("irritability"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression from being in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with escitalopram oxalate (lexapro), hormones nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and fatigue had resolved and the polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, constipation, irritability and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, migraine, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2013 : a urine pregnancy test was performed today and the result was negative most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Events pelvic area pain/ sharp pelvic pain on movement was clubbed with previously reported event. Events abdominal distension, alopecia, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, irritability, menorrhagia, migraine, polycystic ovaries, vaginal haemorrhage and weight increased were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain/ sharp pelvic pain on movement') in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. Concurrent conditions included mastalgia, amenorrhea, menorrhagia, dyspareunia, noninfective vulvitis, perineal pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced polycystic ovaries ("pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and irritability ("irritability") and was found to have weight increased ("weight gain/gain a lot of weight"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression from being in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), toothache ("tooth pain"), abdominal hernia ("intestinal hernia"), umbilical hernia ("umbilical hernia"), chest pain ("chest pain"), anxiety ("anxiety"), back pain ("back pain"), flatulence ("gas pain"), hot flush ("hot flashes"), dyspnoea ("hard to breathe") and nervousness ("nervous"). The patient was treated with escitalopram oxalate (lexapro), hormones and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and fatigue had resolved and the polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, constipation, irritability, alopecia, toothache, abdominal hernia, umbilical hernia, chest pain, anxiety, back pain, flatulence, hot flush, dyspnoea and nervousness outcome was unknown. The reporter considered abdominal distension, abdominal hernia, alopecia, anxiety, back pain, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, flatulence, headache, hot flush, irritability, menorrhagia, migraine, nervousness, pelvic pain, polycystic ovaries, toothache, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013: a urine pregnancy test was performed today and the result was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain/ sharp pelvic pain on movement') in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. Concurrent conditions included mastalgia, amenorrhea, menorrhagia, dyspareunia, noninfective vulvitis, perineal pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced polycystic ovaries ("pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constapation") and irritability ("irritability") and was found to have weight increased ("weight gain/gain a lot of weight"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression from being in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), toothache ("tooth pain"), abdominal hernia ("intestinal hernia"), umbilical hernia ("umbilical hernia"), chest pain ("chest pain"), anxiety ("anxiety"), back pain ("back pain"), flatulence ("gas pain"), hot flush ("hot flashes"), dyspnoea ("hard to breeth") and nervousness ("nervous"). The patient was treated with escitalopram oxalate (lexapro), hormones and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and fatigue had resolved and the polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, constipation, irritability, alopecia, toothache, abdominal hernia, umbilical hernia, chest pain, anxiety, back pain, flatulence, hot flush, dyspnoea and nervousness outcome was unknown. The reporter considered abdominal distension, abdominal hernia, alopecia, anxiety, back pain, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, flatulence, headache, hot flush, irritability, menorrhagia, migraine, nervousness, pelvic pain, polycystic ovaries, toothache, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013 : a urine pregnancy test was performed today and the result was negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain/ sharp pelvic pain on movement') in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. Concurrent conditions included mastalgia, amenorrhea, menorrhagia, dyspareunia, noninfective vulvitis, perineal pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced polycystic ovaries ("pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constapation") and irritability ("irritability") and was found to have weight increased ("weight gain/gain a lot of weight"). In 2014, the patient experienced alopecia ("hair loss"). In august 2015, the patient experienced depression ("depression from being in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), toothache ("tooth pain"), hernia ("intestinal hernia"), umbilical hernia ("umbilical hernia"), chest pain ("chest pain"), anxiety ("anxiety"), back pain ("back pain"), flatulence ("gas pain"), hot flush ("hot flashes") and dyspnoea ("hard to breeth"). The patient was treated with escitalopram oxalate (lexapro), hormones and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and fatigue had resolved and the polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, constipation, irritability, alopecia, toothache, hernia, umbilical hernia, chest pain, anxiety, back pain, flatulence, hot flush and dyspnoea outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, flatulence, headache, hernia, hot flush, irritability, menorrhagia, migraine, pelvic pain, polycystic ovaries, toothache, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013 : a urine pregnancy test was performed today and the result was negative concerning the injuries reported in this case, the following one were reported via social media: toothache, hernia, umbilical hernia, chest pain, anxiety, gallbladder disorder, back pain, flatulence and hot flash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events were added: tooth pain, intestinal hernia, umbilical hernia, chest pain, anxiety, back pain, gas pain and hot flashes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain/ sharp pelvic pain on movement') in a 24-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), polycystic ovaries, human papilloma virus exposure and anxiety disorder. Concurrent conditions included mastalgia, amenorrhea, menorrhagia, dyspareunia, noninfective vulvitis, perineal pain and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced polycystic ovaries ("pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and irritability ("irritability") and was found to have weight increased ("weight gain/gain a lot of weight"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression from being in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), toothache ("tooth pain"), abdominal hernia ("intestinal hernia"), umbilical hernia ("umbilical hernia"), chest pain ("chest pain"), anxiety ("anxiety"), back pain ("back pain"), flatulence ("gas pain"), hot flush ("hot flashes"), dyspnoea ("hard to breath") and nervousness ("nervous"). The patient was treated with escitalopram oxalate (lexapro), hormones and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and fatigue had resolved and the polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dysmenorrhoea, weight increased, abdominal distension, constipation, irritability, alopecia, toothache, abdominal hernia, umbilical hernia, chest pain, anxiety, back pain, flatulence, hot flush, dyspnoea and nervousness outcome was unknown. The reporter considered abdominal distension, abdominal hernia, alopecia, anxiety, back pain, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, flatulence, headache, hot flush, irritability, menorrhagia, migraine, nervousness, pelvic pain, polycystic ovaries, toothache, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013 : a urine pregnancy test was performed today and the result was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- nervous, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.